Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated insulin pump was not getting any power after a battery change and the metal piece on the battery cap was missing. Customer stated that the display was not blank less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.